Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. After the procedure, the customer cut off the tip of the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: lasso catheter, us catalog #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a suspected cerebrovascular accident (cva). Procedure was completed without complications or catheter issues. Upon thermocool® smart touch® sf bi-directional navigation catheter removal, a black stain was visualized on the catheter tip. Post-procedure, the patient exhibited neurological symptoms that were suspected to be secondary to a stroke. It was noted that it is unclear if the black staining was related to the neurological symptoms. It was noted that the thermocool® smart touch® sf bi-directional navigation catheter was used in accordance with the instructions for use. There is no information about the hospitalization and if any intervention was performed. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Char was assessed as not reportable. Char is a physical phenomenon of radiofrequency and can be a normal result of the ablation process. The presence of char on the electrode does not represent a serious injury in itself, nor is it necessarily the result of device malfunction.

Manufacturer narrative:
The biosense webster inc. (Bwi) failure analysis lab received the device for evaluation on march 14, 2018. It was noted during the bwi failure analysis lab evaluation that the returned catheter showed char on the distal tip of the catheter and that the catheter was cut approximately 2 cm from the tip. Both these conditions were reported in the 3500a initial report and were assessed as not reportable. Initially, the lot number was ¿unknown¿. However, during the bwi failure analysis lab evaluation, 17759133l lot number was retrieved. Therefore, the device history record (DHR) review, unique identifier (UDI), the manufactured date and expiration date have been provided. Unique identifier( UDI), expiration date and device manufacture date have been populated. The analysis has been completed. Investigation summary: it was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a suspected cerebrovascular accident (cva). Procedure was completed without complications or catheter issues. Upon thermocool® smart touch® sf bi-directional navigation catheter removal, a black stain (char) was visualized on the catheter tip. Post-procedure, the patient exhibited neurological symptoms that were suspected to be secondary to a stroke. It was noted that it is unclear if the black staining was related to the neurological symptoms. It was noted that the thermocool® smart touch® sf bi-directional navigation catheter was used in accordance with the instructions for use. There is no information about the hospitalization and if any intervention was performed. The physician did not provide a causality opinion for the cause of this adverse event. The customer cut off the tip of the catheter after the procedure. The returned device was visually inspected and the tip was found cut and char was observed on the dome. Due to the condition of the device, no functional test was performed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding char was confirmed. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Char is a physical phenomenon of rf; it can be the normal result of the ablation process. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Initially the concomitant product was reported as a lasso catheter / us catalog #: unknown / lot #: unknown. The biosense webster failure analysis lab received this product and therefore, the product information has been confirmed as a lasso nav 2515,12p splithandle / us catalog #: d134302 / lot #: unknown. Manufacturer's reference number: (B)(4).